Event description:
After insertion of a triple lumen PICC line, the sherlock wire was withdrawn per procedure and there was a section missing on the distal end. This required a procedure to remove the broken piece.